Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she does not have a back-up plan. Customer advised to monitor the pump if she continues to use it. Customer was referred to the emergency room if further help was needed for insulin. Insulin pump will need to be replaced. No additional information provided.